Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, this type of ultrasonic tip breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report for a broken metal thunderbeat probe. The device, connections to the generator and the cable were all inspected prior to the procedure, and no abnormalities or damages were observed. The physician was performing a seal and cut during a colpotomy, towards the end of a therapeutic total laparoscopic hysterectomy procedure, when the probe broke into two pieces. The hand-piece was removed from the patient cavity while the probe still had the items attached, and no pieces fell into the patient. It was reported there was no metal exposed on the jaw of the probe. The physician completed the intended procedure with a new thunderbeat hand-piece and it was reported there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation add the lot number and manufacture date. The thunderbeat probe, tb-0535fcs, lot number kr868312 was returned to the service center for the evaluation of broken metal probe. The user¿s complaint was confirmed. The tb-0535fcs probe was attached to the usg-400/esg-400 unit and a probe check performed. The device failed the probe check and produced an error code of u509. A visual inspection was performed on the returned condition device and it was observed that the probe had some tissue build up. The teflon pad was inspected and observed to have normal wear with no metal exposed. The distal end of the probe was placed under a microscope and inspected and noted to have approximately 17 mm of the probe detached. The detached portion of the probe was not returned with the device. The switches, wiper, handle and jaw movement were tested and noted to operate normally as intended. The handle load and rotation of the knob torque were also inspected and observed to operate smoothly and normally. Based on similar reported events and the evaluation of tb-0535fcs probe, the determined cause for the broken/damaged probe is attributed to the probe coming into contact with either a hard or metallic surface during activation.